Event description:
The accounts engineer stated the brake is not holding on the stretcher. He has replaced all four casters but the problem remains.

Manufacturer narrative:
Technical support found the accounts maintenance used the wrong casters to repair the stretcher initially. The account is ordering the correct casters to repair the stretcher. Repairs have not been completed.